Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer called to report that he obtained a blood glucose reading of 130 mg/dl with the contour next link meter. The customer was experiencing symptoms of hypoglycemia such as being cold, sweating and then he became unconscious. The customer's daughter called an ambulance. Upon the arrival of the ambulance, they performed a testing with their meter and obtained a reading of 50 mg/dl. The customer was given a glucagon injection and taken to an emergency room. It is unknown if an additional testing was performed or if an additional treatment was provided in the emergency room. The customer recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.